Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv100 device had ruptured during patient use. According to the report, the reservoir ruptured roughly 10 minutes before the end of therapy. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device is not available to be sent in for evaluation, per the customer. Therefore, the reported condition of "ruptured reservoir" could not be confirmed. Should the device or additional information be received, a follow-up report will be submitted.